Manufacturer narrative:
The device has been rec'd, but add'l time is required to complete a sufficient analysis of the customer's complaint. A supplemental shall be submitted upon completion of the investigation.

Event description:
The customer stated that, during morning checkout, the pic 50 was giving defib error 11. No pt involvement.